Event description:
The patient underwent a bronchoscopy with bronchioalveolar lavage. Reportedly, the scope was inserted via the patient's tracheostomy tube and the doctor was unable to remove the scope. It appeared as if the flexion on the scope had malfunctioned. Patient was ventilated with oxygen saturations remaining at 100%. The doctor felt the safest way was to remove the scope with the tracheostomy tube. Both were successfully removed. A new tracheostomy tube was placed into the trachea without complication. Upon examination, the scope was noted to have a bend at the tip of the scope. Scope was returned to sterile processing and removed from service.======================manufacturer response for bronchoscope, bronchoscope (per site reporter).======================unknown at this time.